Event description:
Caller reported a cartridge alarm occurring with the tandem mobi device, resulting in an unspecified high blood glucose reading beyond 500 mg/dl. Initially, the customer had not taken any corrective action, but the cartridge alarm was confirmed during the load process, and guidance was provided. Tandem technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully, albeit affecting the insulin on board. Although the customer initially failed to reload the cartridge and resume insulin therapy, with support, they successfully loaded a new cartridge, and the issue was resolved.